Event description:
The facility representative reported, "medication was set for 10 cc. And when the nurse look it started at 50 cc or more. They were going to start administrating the medication to the patient at 10 cc and suddenly the machine started at 50 cc or more. Machine was removed from the patient." The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device has not yet been received evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.